Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm intermittently occurred during basal delivery and the load sequence with multiple cartridges, causing the customer to experience an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. The customer administered a correction injection to address the bg. Reportedly, the customer reverted to manual injections for insulin therapy.